Manufacturer narrative:
The auto to manual switch and pop off valve were replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, loss of volume was identified and bellow block in the automatic mode. There was no reported patient involvement.